Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation. The customer reported failure mode was verified on the received sample. A CAPA has been initiated to address the reported failure. (B)(4).

Event description:
A report received from korea stated prior to use, the cuff did not inflate. There is no patient involvement.

Manufacturer narrative:
(B)(4).